Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) episodes due to fusion and functional loss of capture on the right ventricular (rv) channel were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient will continue to be monitored.